Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one 2.5x30mm resolute drug eluting stent and one 3.0x38mm resolute drug eluting stent were implanted. Approximately 12 months post index procedure, the patient expired. Death was cardiac.